Event description:
The sales rep reports the physician complained of negative readings with use of the catheter. The catheter was zeroed prior to insertion. The physician reported negative readings during use and upon removal. This physician is a long time user and has been inserviced. It is unk at this time if this is a placement/technique issue or product malfunction issue.